Event description:
It was reported that a small volume folfusor leaked from an unspecified source. This occurred while connecting the device to the patient. The device was filled with an unreported chemotherapy solution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 14d053 was manufactured april 21, 2014-april 23, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.